Event description:
I am a 44 year old asian female. I had a bilateral breast augmentation procedure done on (B)(6) 2001. The surgeon used mentor, smooth, saline filled mammary prosthesis, 275 cc. I have not replaced the implant. Around (B)(6) 2019, I was getting extremely tired all the time. Then unexplained recurring skin rashes appeared on my stomach that spread down to both my legs. My pcp prescribed ic methylprednisolone (medrol) 4 mg for the rash. I completed the medication as instructed. The rash did not go away as of (B)(6) 2019. I continued to get more and more tired, I was unable to leave my bed for several days at a time. I was in and out of the ER, the doctors thought I had kidney infections and was prescribed antibiotics. My pcp treated me for depression and did blood work that showed elevated but not alarming mch. I was severely depressed. My pcp prescribed lexapro and abilify. Around (B)(6) 2021, an extremely foul odor from my armpit was noticeable. I started getting confused and felt like my brain was in a head full of clouds. I couldn't concentrate on habitual tasks nor remember little things. Around (B)(6) 2022, I started getting tingling sensations on my right arm especially around the joints. (B)(6) 2022, a two inch, unexplained bruise appeared on the anterior side, brachialis part of my arm. Then I started to bruise on my left leg. Since the bruising, my symptoms are getting worse. I have joint pain only on the right side, starting with my arm, spreading to my legs and pretty much the entire right side of my body as well as back pain. I am losing my hair, significant weight loss, extremely tired and my short term memory and blurred vision on the right eye. On (B)(6), I noticed my right breast was sagging more than usual. I can see ridges that were not there before. I called my pcp to say I thought my breast implant was leaking. They instructed me to call my surgeon. I called my surgeon to schedule an appt. Later that afternoon, the office of my pcp called me to say I should go to the ER. I went to the ER on (B)(6) 2022. They did blood work and instructed me to go to the plastic surgeon. I went to see the plastic surgeon on (B)(6) 2022 and he said he did not feel a rupture or leak and instructed me to see my pcp. I have an appt with my pcp tomorrow. FDA safety report ID# (B)(4).